Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
Two distal connectors of the tigerpaw system ii device were not engaged. It's assumed that suture was used to complete the procedure. No patient effect.